Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr), prolapse, and barlow's type valve. A mitraclip (lot# unknown) was successfully implanted. On (B)(6) 2023, a secondary mitraclip procedure was performed to treat recurrent mitral mr with grade 4 due to a single leaflet device attachment (slda) of the anterior leaflet. It was noted that the slda was likely due to anatomy, not the device. Two additional clips were implanted to stabilize the slda clip. The procedure was completed with the mr reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. All available information was investigated, and the reported slda per the physician is related to patient anatomy (prolapse, and barlow's type valve). Mitral regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.